Manufacturer narrative:
The device was returned for analysis. The reported deployment issue was confirmed. The reported mechanical jam was confirmed. There was a noted outer member separation from the distal sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing resistance with the thumbwheel; however, this could not be confirmed. The noted outer member separation from the distal sheath was likely cause by case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional armada device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified left superficial femoral artery (sfa). A 5.0x40mm armada 35 was attempted to be advanced; however, failed as resistance was met with anatomy. Another different size armada was used to successfully cross the lesion and dilate the lesion. A 8.0x100mm absolute pro self expanding stent system (sess) was advanced and once ready to deploy the thumbwheel would not turn. The sess failed to deploy and once removed the physician tried to deploy the device, but the thumbwheel would still not turn. Another absolute pro was used to complete the procedure. There were no patient adverse effects and no clinically significant delay. No additional information was provided.